Event description:
I am 13 months post my fourth fraxel and my face is covered with tiny holes left by the laser, and they seem to getting more prominent as the months go by. The only place where the skin is smooth and normal is around my eyes, where you can see the line of dots following where fraxel has touched me. I also have developed a brown blotch in the outside corner of my right eye, I have small brown spots appearing under both eyes in a line that seems to follow the fraxel. Also a dark area is forming on my upper lip, it kind of looks like a shadow under my skin, and is getting also more prominent. Four indentations are forming on my right cheek vertically, which I suspect are marks left by laser. Skin is also dry, holes getting larger and texture rough like orange peel. Skin looks like it has years of sun damage in space of 13 months, even if I stay out of sun and always use sunscreen. I went in to treat acne scars and was assured this treatment is safe. First two went well but after (B)(6) 2012, settings higher as the assistant told she is going stronger and deeper, I had no idea it could be dangerous so I left her. Had another 3-4 months later, after that I noticed pinprick marks all over the face and orange peel that is more prominent as time goes by. Went in twice to talk about my concerns, once met with the assistant who claimed could not see anything, and second time I saw the physician, who denied there could be any holes, and was very hostile towards me. I had sent photos for him to see, how my skin looks in cold daylight but he refused to open them while I was there and claimed it's my imagination. It is not others can see it too. Would like to know what really happened, is my skin scarred, thinned, thickened or what no one seems to know how to treat this. I was so upset about my acne scars already, and would have never done this if I would have been told about possible side effects, instead I was told it was safe and it will only improve my skin.